Event description:
It was reported that a user of the ilet experienced repeated low glucose readings in the 40¿50 mg/dl range in the early evening, treated these lows multiple times with oral glucose, paused insulin delivery via the pump around the time of the lows and again for about an hour later in the afternoon, and subsequently experienced a high glucose up to 329 mg/dl. Symptoms included sweating, shakiness, unsteadiness, and disorientation consistent with hypoglycemia. Outcomes included urgent low glucose alerts and a subsequent high glucose alert without reported need for emergency care. Investigation included complaint handling with troubleshooting and education and assignment for additional training. Investigation of this case revealed user-initiated pump pauses and repeated carbohydrate treatment that likely contributed to rebound hyperglycemia, with the underlying cause of the hypoglycemia not determined. It was concluded that the cause of the hypoglycemic events was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.